Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, probe surface damage, angle rubber adhesive part float, angle rubber bond cracked, air/water cylinder paint peeling, objective lens scratched, peeling of objective lens adhesive, image guide serpentine scratched, and acoustic lens damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope, probe tip detachment. There was no patient involvement reported with this event.

Event description:
Additional event information received from the customer: - the issue was noticed during inspection for use. - the procedure was completed, no procedure delay, no problems with the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported probe tip detachment was found to be the probe surface coating peeling. The root cause of the probe surface peeling could not be determined, however, the issue was likely the result of handling in the facility/customer handling. The event may be prevented by following the instructions for use which state: ¿for safe use - handling and general precautions¿ ¿notice¿ ¿·do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged. ·do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images. ·do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn¿. Olympus will continue to monitor field performance for this device.